Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced rash ("rashes or skin conditions"). In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("pain abdominal"), tooth disorder ("dental problems"), menstruation delayed ("hormonal changes describe: missed cycle") and migraine ("migraines / headaches"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, menstruation delayed and rash outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, menstruation delayed, migraine, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. New events added: abnormal bleeding (vaginal), dental problems, hormonal changes describe: missed cycle, migraines / headaches, rashes or skin conditions. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced rash ("rashes or skin conditions"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menstruation delayed ("hormonal changes describe: missed cycle"). In (B)(6) 2014, the patient underwent tooth extraction ("dental problems/ tooth removal "). In 2016, the patient underwent endodontic procedure ("root canal procedure"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("pain abdominal") and headache ("headache"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, menstruation delayed, rash, endodontic procedure and headache outcome was unknown. The reporter considered abdominal pain, endodontic procedure, genital haemorrhage, headache, menorrhagia, menstruation delayed, migraine, pelvic pain, rash, tooth extraction and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date- (B)(6) 2008. (B)(6) 2008(discrepancy noted as pre pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received. Patient demography was added. Added event root canal procedure. Updated event dental problems/ tooth removal (previously reported as dental problems). Updated onset date of events. Event genital haemorrhage updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.